Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events due to the initiation of the motor stopped command. The submitted log file contains data from (B)(6) 2019 at 18:06:09 through (B)(6) 2019 at 04:58:37. Two transient low speed hazard alarms were captured on (B)(6) 2019 at 04:36:52 and 04:36:55, immediately following motor stopped commands. The pump speed remained above the low speed limit before and after these events. No additional atypical alarms were captured throughout the file. No notable trends in pump parameters were observed. The system appeared to be operating as intended. The account communicated that the patient was noted to have a low speed operation. It was later reported that there were no adverse health events due to the pump stop / low speed events. The patient later experienced ventricular tachycardia and expired on (B)(6) 2019. Per the account, heartmate ii lvas, serial number (B)(4) will not be returning for evaluation. The hmii lvas IFU explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. Details regarding patient death is reported under MFR#2916596-2019-04113.

Manufacturer narrative:
Approximate age of device- 10 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient had low speed operation. Log file analysis showed the pump speed drop < the lower speed limit was caused by the pump stop command being briefly activated. The patient was noted to be sleeping on battery power at times, which is not recommended. The remainder of the log file was unremarkable. Patient had ventricular tachycardia, was coded for 22 minutes and expired on (B)(6) 2019.